Manufacturer narrative:
The technical services (ts) data review at this time, further states that the high frequent signal appears steady and stable in amplitude. Daily measurements for intrinsic amplitudes should not create noise nor artifacts, as the device passively attempts to measure an intrinsic event. Only one sensed event is required for a measurement. The device does not modify lrl or sensitivity when measuring intrinsic impedance. As the given signal was still present on rv channel when the episode is declared, ts states that minute ventilation oversensing could be excluded as well as a lead integrity issue. The high frequency of the signal could indicate an external source of the signal or electromagnetic interference. Ts provided guidance for program optimizations. The field later reported that the patient would be seen at the next regular follow-up and that the noise issues had been observed during crt optimizations when the patient was laying on the right side.

Event description:
It was reported that noise and oversensing from this device, contributed to pacing inhibition. Technical services reviewed data, stating that low amplitudes with high frequent signals on the rv channel, caused the absence of pacing and a stored ventricular fibrillation episode. It was further stated that the intrinsic amplitude during daily measurements, was not the likely root cause. No resulting adverse patient effects were reported.